Event description:
It was reported that a spectrum pump alarmed for a constant door not fully latched alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received but was not able to evaluate the device. When the eval is complete, a supplemental report will be submitted.